Event description:
Discordant advia centaur xp vitamin b12 results were obtained and were reported. The samples were repeated and corrected reports were issued. There was no report of adverse health consequences or patient intervention due to the discordant vitamin b12 results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicates that the cause of the discordant vitamin b12 results was because reagent probe 2 required calibration in dispense port 2 and 3. The instrument has been repaired. The instrument is performing within specifications. No further evaluation of the device is required.